Event description:
Fibrous adhesions, edematous small bowel a pt who received seprafilm (site of placement and indication for use was not specified). The pt was re-operated one week after the inital surgery. Upon re-operation it was noted that the abdomen was "concrete" and fibrous adhesions were seen in the area of seprafilm placement. The small bowel was edematous and dark discoloration of bowel was edematous and dark discoloration of bowel in the area where sperafilm was placed. The intestines were normal in the area outside of where seprafilm was placed. No further information was provided. This conclusion code was chosen because no sample wa returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review.